Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he dropped his insulin pump and the display went blank and will not come back on. The patient's blood glucose at the time of incident was 190 mg/dl. Troubleshooting was initiated for the blank display anomaly. The customer confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the pump but the display did not return. The battery cap contact was cleaned and a new aaa alkaline battery was inserted again. The display returned but the insulin pump alarmed with battery out limit and failed battery test. The customer declined troubleshooting for the two new alarms as the battery the customer put into the insulin pump expired in 2015. No products were returned and a replacement battery cap was shipped to the customer as a courtesy to rule out any possible issues with the battery cap.